Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process. Following the pump reset, the cgm error code did not appear again, and the caller successfully initiated a new sensor session.